Event description:
On (B)(6) 2011, the lay user/reporter, the patient's husband, in (B)(4) contacted lifescan to report the one touch veriopro was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 12:00 pm, the patient obtained the blood glucose readings of 92 mg/dl and 151 mg/dl on the reported meter within 20 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The reporter claimed the patient was "traumatized" by her elevated blood glucose readings. The patient took no actions due to these readings. On (B)(6) 2011, the patient visited her physician, who increased her dose of rapid insulin from three units to five units. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury, and her treatment by the hcp correlated with the readings. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/07/2011) - device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on september 2, 2011 the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.